Manufacturer narrative:
Based on the information provided to date, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the alleged patient outcome. At this time no medical records have been provided. Should additional information be obtained, a supplemental MDR will be submitted. As reported it appears that a hernia recurrence may have presented. Recurrence is a known inherent risk of hernia repair surgery. Regarding recurrence the warning section of the instructions-for-use states, "to prevent recurrences when repairing hernias, the prosthesis should be large enough to extend beyond the margins of the defect." Additionally, recurrence is listed in the adverse reaction section as a possible complication. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2014 - the patient underwent surgery to repair a ventral hernia and was implanted with a bard/davol ventralex st hernia patch. On (B)(6) 2014 - the patient underwent an additional surgery to repair the hernia defect and adjust the bard/davol ventralex st hernia patch that had become "crumpled." On (B)(6) 2015 - the patient underwent an additional surgery due to "complete disruption of the mesh." As alleged, the patch was removed completely and the defect was repaired. The patient's attorney alleges the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex st hernia patch.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2014 - the patient underwent surgery to repair a ventral hernia and was implanted with a bard/davol ventralex st hernia patch. (B)(6) 2014 - the patient underwent an additional surgery to repair the hernia defect and adjust the bard/davol ventralex st hernia patch that had become "crumpled." (B)(6) 2015 - the patient underwent an additional surgery due to "complete disruption of the mesh." As alleged, the patch was removed completely and the defect was repaired. The patient's attorney alleges the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex st hernia patch. Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with ventral incisional hernia at the robotic prostate surgery site and underwent open repair with ventralex st mesh (device #1). Per operative notes, " hernia sac identified. Therefore ventralex mesh (device #1) was placed and sutured¿. (B)(6) 2014 - patient underwent open recurrent ventral incisional hernia repair. Per operative notes, "the mesh was noted to be crumpled medially from the right, but was intact on the left. The mesh was then separated from the surrounding tissues was stretched back out into its normal position, reimplanted and stitches were placed ". (B)(6) 2015 - patient underwent open recurrent ventral incisional hernia repair with removal of the mesh and implanted with ventralight st mesh (device #2). Per operative notes, "the mesh had pulled out from one side completely. The mesh (device #1) was removed completely. We therefore selected ventralight st mesh (device #2) and placed into the abdominal defect¿. (B)(6) 2015 - patient underwent open repair of ventral incisional hernia with explant of ventralight st (device #2) and implanted with another ventralight st mesh (device #3). Per operative notes, "I found the previous mesh. It pulled out from one side completely and removed the previous mesh (device #2). I selected a ventralight st mesh (device #3) and sutured". Between (B)(6) 2015 to (B)(6) 2017, patient frequently visited hospital for post op follow up. During the visits, patient was diagnosed with ventral incisional hernia which did not bother, hence the patient was asked to continue the follow up visit and no treatment was provided. Attorney alleges that the patient had hernia recurrence, mesh migration and emotional injuries. It is also alleged that the patient underwent additional surgeries to repair the hernia, remove the mesh potential need for future surgery, permanent and severe scarring and disfigurement.

Manufacturer narrative:
Based on the information provided to date, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the alleged patient outcome. At this time no medical records have been provided. Should additional information be obtained, a supplemental MDR will be submitted. As reported it appears that a hernia recurrence may have presented. Recurrence is a known inherent risk of hernia repair surgery. Regarding recurrence the warning section of the instructions-for-use states, "to prevent recurrences when repairing hernias, the prosthesis should be large enough to extend beyond the margins of the defect." Additionally, recurrence is listed in the adverse reaction section as a possible complication. Addendum: this supplemental MDR is submitted to document additional information provided. Based on the information provided, post implant of ventralex st mesh (device #1), patient had hernia recurrence and underwent mesh removal. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This supplemental MDR was submitted to represent ventralex st (device #1). Additional emdr's were submitted to represent ventralight st mesh (device #2 and device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.